Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after initiating ilet replacement setup with a dexcom g6 transmitter (88r956) and self-limited insulin prior to connection, with troubleshooting and education provided. Symptoms included elevated blood glucose. Outcomes included temporary impact to blood glucose control without medical intervention or hospitalization. Investigation included case review and user education. Investigation of this case revealed no device malfunction reported or confirmed, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.